Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 12 easypump ii lt 270-27-s in original packaging. The 12 samples were subjected to a visual inspection. Damages or manufacturing faults were not detected. Additionally 5 samples were filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After waiting for a while the pumps did work (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of these samples. Nominal: 10.0 ml/h. Actual: sample 1: 17.3 ml in 1 h; 31.9 ml in 2 hrs; 193.4 ml in 18 hrs, sample 2: 15.5 ml in 1 h; 28.6 ml in 2 hrs; 184.3 ml in 18 hrs, sample 3: 17.2 ml in 1 h; 31.7 ml in 2 hrs; 194.6 ml in 18 hrs, sample 4: 17.1 ml in 1 h; 30.6 ml in 2 hrs; 196.3 ml in 18 hrs, sample 5: 18.1 ml in 1 h; 33.4 ml in 2 hrs; 201.4 ml in 18 hrs. The flow rate of the 5 samples is within our specifications. Leaks were not detected at the 5 samples. A too fast flow (as described by the customer) could not be determined. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. All available information has been forwarded to the actual manufacturer. If additional or pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): fast flow